Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance for this right ventricular (rv) lead was greater than 3000 ohms. Other lead measurements were reportedly stable and there were no stored noise events. Boston scientific technical services (ts) provided advice to the clinician. No adverse patient effects were reported. The rv lead and associated implantable cardioverter defibrillator (ICD) remain in service.